Event description:
It was reported that the patient presented in the clinic with an alert for charge time limit reached. Capacitor maintenance and therapy delivery requests were successful. Device function was normal at the time. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.